Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The event was confirmed by return of the subject device. Material analysis indicated the post fractured in fatigue. The investigation determined the likely root cause of the event to be fatigue failure of the post due to repeated contact with the femoral component during normal use of the device. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that a patient had a total knee done on right knee in (B)(6) 2007. He presented recently with pain in right knee. A mechanical issue was suspected by the surgeon upon physical exam of the patient. Arthrotomy was performed on (B)(6). The post on ps insert was found to be broken. The insert was removed and a trial insert was used to asses rom and functionality of the remaining implants. The femoral component, tibial baseplate and patella were determined to be functioning normally so a new insert of same thickness as the original was implanted.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that a patient had a total knee done on right knee in (B)(6) 2007. He presented recently with pain in right knee. A mechanical issue was suspected by the surgeon upon physical exam of the patient. Arthrotomy was performed on (B)(6). The post on ps insert was found to be broken. The insert was removed and a trial insert was used to asses rom and functionality of the remaining implants. The femoral component, tibial baseplate and patella were determined to be functioning normally so a new insert of same thickness as the original was implanted.